Event description:
The surgeon reported that during a post-operative wound check conducted two weeks after implant, it was identified in x-rays that the inferior left screw of the patient's two level helix acp construct had backed out approximately 2 mm. The surgeon noted that the patient was not compliant with post-operative instructions and had returned to normal activities within two days of implant. The patient was revised to a posterior fusion on (B)(6)2009 and has not had any subsequent complications.

Manufacturer narrative:
The explanted device was removed and returned for analysis. There were no anomalies or non-conformances noted and the locking mechanism components met all dimensional specifications. The root cause of the alleged screw back-out is unknown at this time. However, the surgeon did report that the patient failed to follow the post-operative instructions, removing her collar and returning to normal activities within two days of the initial device implant. Product labeling states the following: "patients should be fully informed of the risk of implant failure." In addition, "the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." In the event that additional relevant information is obtained, a subsequent report will be submitted.